Event description:
Information received from the field does not address the patient's clinical status but notes that during the implant procedure, intermittent atrial sensing was noted. The device was reprogrammed to unipolar with normal function.